Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump recommended a larger than expected bolus. During troubleshooting with tandem technical support it was found that the carbohydrate ratio was incorrect. The customer stated they may have set the carbohydrate ratio incorrectly. Tandem technical support guided the customer through adjusting the carbohydrate ratio. Customer's blood glucose level was 123 mg/dl.